Manufacturer narrative:
On september 22, 2022, mentor received additional information. The patient had superior movement and ptosis of the right breast. As a result, she was diagnosed with capsular contracture. However, no baker grade rating was provided. Additionally, the patient underwent bilateral replacement with sientra implants. As per the new complications, mentor reevaluated the device. On october 17, 2022, mentor completed the reevaluation. Mentor conducted a visual inspection of the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor analysis lab received the device for evaluation. On (B)(6) 2021, the product investigation was completed and is as follows: visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, an anomaly was observed on the edges of the rupture consistent with a crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast lift. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient had undergone a primary breast augmentation surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced a spontaneous rupture to the right breast prosthesis which was discovered during a breast lift operation. As a result, the patient underwent removal and replacement on (B)(6) 2021.